Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) in (B)(6) regarding a patient receiving intrathecal unknown baclofen (type, lot number, concentration, and dose unknown) via an implanted pump. Indications for use were also unknown. Other medications the patient was taking at the time of the event and the patient¿s medical history were unable to be obtained. The event date was (B)(6) 2016. There was no post implant refill follow-up scheduled. The patient experienced loss of effect since (B)(6). The patient came to another more local hospital for an assessment of the effect, and they found that the drug reservoir had been empty since (B)(6) 2016. They refilled the pump and gave a small bolus of 50 micrograms, and after a few hours, the effect was back. Diagnostics/troubleshooting and actions/interventions taken included a refill and a small bolus. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury¿. Follow up information was to be obtained from the hcp on (B)(6) 2016. The pump remained implanted in service. Drug information (type, lot number, concentration, and dose) were not reported.

Event description:
Additional information was received from the manufacturing representative on 2016-may-28. There was no surgical intervention following implant and in relation to the event. The pump was delivering lioresal or baclofen. The pump was refilled and the patient was doing fine. It was noted that ¿the serial number of the pump can be retrieved also the dose and concentration of the drug.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.